Event description:
Information received indicates after replacing the broken siderail, the bed moved up by itself.

Manufacturer narrative:
The technician replaced the siderail caregiver hi/low control switch to repair the bed.